Event description:
It was reported that the patient had inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. Explant date: couple of years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 19518075/2000012039.